Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter cannot be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient relative reported right sided rupture. Device has been explanted.